Manufacturer narrative:
Insulin pump was received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling noted. Insulin pump was received with normal operating currents. Insulin pump monitored for several days and no failed battery test alarms occurred during testing. Unit received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and the numbers on the screen kept scrolling when she attempted to bolus. The insulin pump alarmed failed battery test after the customer changed the battery. She was able to clear the failed battery test alarm but then received a button error alarm. Customer's blood glucose level was 180 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.